Manufacturer narrative:
(B)(4), per exemption number e2017013.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 07-sep-2017 a field service engineer (fse) found a loose fitting on the bottom of the filter house. The fse tightened the loose fitting. The instrument was performing within specifications. The g8, serial number (B)(4), was installed at the customer account on 02-may-2017. A complaint history review was performed from 02-may-2017 through 06-sep-2017 for similar complaints. No similar complaints were found during this searched period. The g8 operator's manual states under chapter 3, assay operations states to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The cause of the loose fitting on the g8 analyzer could not be determined.

Event description:
On (B)(6) 2017 a customer reported a leakage on the g8 analyzer from the filter area. The customer was instructed to verify filter placement and reseat tubing on top of the filter; however, the tubing jammed. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.